Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/14/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the condition of the tissue (healthy, diseased, weakened)? Diseased. How was the suture placed (interrupted or continuous)? Continuous. What medical intervention was performed for the ¿infection¿? Unk. What is the surgeon opinion of the contributing factors to the infection? Unk. What was the procedure on (B)(6)? Resewing sutures. Can you clarify number of sutures used during procedure on (B)(6) (8 suture in 1 package)? Yes. How were the suture placed (interrupted or continuous)? Continuous. Can you explain ¿wound suppurated¿? Infection. Were any cultures taken of the wound to identify infection?unk. Can you clarify how many sutures were used during procedure on (B)(6)? 8. Procedure: debridement and wound closure after appendectomy. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the product code involved. The initial complaint form indicates product code vcp752d, however additional information indicates vcp359h. How many sutures were used / came in contact the patient on (B)(6)?

Event description:
It was reported that the patient underwent debridement and wound closure after appendectomy on (B)(6) 2017 and suture was used. Following the procedure, the patient condition was not better. On (B)(6) 2017, the wound suppurated and turned red. The patient experienced wound infection and underwent removal of suture and new suture was used to sew the wound. No additional information was available.

Manufacturer narrative:
(B)(4).